Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that there was drainage and the pocket seemed to have an opening. The patient underwent a revision procedure wherein the site was flushed and the ipg was replaced. The patient was placed on antibiotics and was doing well postoperatively.